Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e001 was mismanagement of water filter replacement by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. Replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the endoscope reprocessor exhibited error e001. Indicating filling was too slow and the customer indicated that the external filters have not been changed since may 31, 2022, as well as the internal water filter. There was no harm or user injury reported due to the event. Additional information received indicated that the sticker on the water filter was wrong, after investigation, the water filters were changed out dec 2, 2022, and will be due in june 2023.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to turn off the water and bleed off the water pressure on the oer-elite by running a rinse. The customer was given instructions to change the external water filters, and had incoming water on all gauges of 80 pounds per square inch (psi) for the external filters. But then, the incoming to the oer-elite after the filters dropped to 35 psi. The customer is going to change out the internal water filter. And was directed to run a water line disinfect after changing out the internal water filter. Instructed the customer to refresh the disinfectant in the sample cup and check the efficacy before it is used for the water line disinfect. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.